Event description:
It was reported heparin was programmed to infuse at 25.9 units/kg/hr.; however, the clinician noted the infusion line was clamped for approximately eighteen (18) hours prior to being noticed by the clinician. The customer is unsure if the pump alarmed for tubing occlusion. Due to the tubing being clamped, the patient required heparin dose adjustments as well as additional labs. Bd clinical practice consultant provided assistance to the customer and the following was discussed: it was confirmed that the customer's occlusion pressure settings on their large volume pump and syringe modules are set on "high" for use without the pressure sensing disc (psd) and "1000" when psd is in use. Bd clinical practice consultant informed the customer that most neonatal intensive care units (nicu) set their syringe modules on medium (without psd), which is about 500 mmhg: the customer was provided recommendation to start on the lowest setting and then increase if need be. So, if on medium at the beside, turn it down to low. With the psd, auto pressure is available, but it has to be turned on the pump that is being programmed. It can also be adjusted if needed. In either case, with psd or without the configuration for the occlusion pressure setting on the syringe module is a limit. That means whatever it is set at, it cannot be turned up. So, if it is set at low in the configurations, the user cannot turn it up. That is why nurses should turn it down at the bedside.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem, medical device catalog #, medical device model #, additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer reported issue of a heparin infusion not alarming for occlusion was not confirmed. Laboratory testing could not be performed in order to replicate the reported issue since the suspect syringe module was not returned for investigation. Although request, device logs were not provided to bd. A limited log summary was performed with the limited information provided in the ikp (infusion knowledge portal) report screenshot and the following observations were made. Initial programming occurred on 05 may 2023 at 12:29 am, a heparin infusion was programmed/started on suspect syringe module s/n 4082201, with a vtbi of 48.8ml, a dose of 21.6unit/kg/h and a rate of 0.69ml/h. On (B)(6) 2023 at 2:09 am the infusion was stopped. There were no observed occlusion alarms recorded on the provided ikp screen shot. The customer provided two data set reports, both reports were examined, and the following observations were made. The facilities syringe module¿s occlusion pressure limit with disc was set at 1,000mmhg and the occlusion pressure limit no disc was set to high (800mmhg) across all profiles. Based on the data set reports, it was determined that the occlusion pressure limits were set to the highest settings. As a result, the occlusion alarms were observed to be delayed, with the maximum time to alarm being 30 hours for a flow rate of 0.1 ml/h without a psd (pressure sensing disc). The system offers a complete range of downstream occlusion detection options. With pressure sensing disc: downstream occlusion alarm threshold is selectable between 25mmhg and 1000 mmhg, in 1 mmhg increments. Without pressure sensing disc: downstream occlusion alarm threshold can be set to low, medium, or high. Occlusion pressure set point default settings high (800mmhg), options low (200mmhg), medium (500mmhg). Bd clinical practice consultant provided assistance to the facility and the following information was discussed: it was confirmed that the customer's occlusion pressure settings on their large volume pump and syringe modules were set on "high" for use without the pressure sensing disc (psd) and "1000" when psd is in use. Bd clinical practice consultant informed the customer that most neonatal intensive care units (nicu) set their syringe modules on medium (without psd), which is 500 mmhg: the facility was provided recommendations to start on the lowest setting and then increase if needed if on the setting was set to medium at the bedside, turn it down to low. With the psd, auto pressure is available, but it has to be turned on for the pump that is being programmed. It can also be adjusted if needed. The bd alaris system with guardrails suite mx user manual v12.1 contains information on the syringe modules maximum time to alarm, minimizing the amount of time it takes the pump to recognize an occlusion at low rates and a complete range of downstream occlusion detection options available to facilities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2).

Event description:
It was reported heparin was programmed to infuse at 25.9 units/kg/hr; however, the clinician noted the infusion line was clamped for approximately eighteen (18) hours prior to being noticed by the clinician. The customer is unsure if the pump alarmed for clamped tubing on patient side. The patient required heparin dose adjustments as well as additional labs.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.